Event description:
On (B)(6) 2012, kci became aware of an article in the intl wound journal entitled: "acute mediastinal bleeding during vacuum-assisted closure" which reported the following: on day 19 of v.a.c. Therapy the pt allegedly had mediastinal bleeding. The pt had surgery to repair an anastomosis of a heart vessel. The pt recovered and was discharged in good condition. Multiple unsuccessful attempts were made to gain add'l info on the event.

Manufacturer narrative:
Device labeling, available in print and online, states: "with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts)/organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material or bio-engineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. It is a contraindication of v.a.c. Therapy to place foam dressing of the v.a.c. Therapy sys directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves."